Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying an error 2 message while attempting a blood test. This error message could be caused either by a used test strip or a problem with the meter. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on the evening of (B)(6) 2011, at an unknown time. The patient reportedly was not taking any medications for diabetes at the time of the alleged issue and stated he continued with his usual diabetes management routine in response to the alleged issue. At an unknown time after the alleged issue, the patient claimed he developed symptoms of 'sweating' and despite the symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the patient was not using the product for the first time. The correct test strips were being used; the patient was performing the blood test incorrectly; however, the alleged issue was not resolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.